Manufacturer narrative:
Inspected three sealed reservoirs. Performed pre-fill test and reservoirs passed per specifications. No leakage anomaly observed during the filling process. Reservoirs connected and locked into place properly.

Event description:
The customer reported that insulin was leaking at the top of the reservoir connection. The blood glucose reading was 179mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.